Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft was implanted to treat an abdominal aortic aneurysm. Upon deployment of the aortic body stent graft, it was observed that the sealing rings and contralateral graft leg partially filled with polymer in the presence of significant juxtarenal angulation. The auto injector was disconnected and re-connected with no change in the polymer fill. A balloon expandable stent was deployed within the aortic body stent graft, landing below the intended landing zone. The patient was converted to aui with a fem-fem bypass, followed by the placement of an iliac limb extension and aortic cuff successfully excluding the aneurysm. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.